Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was in pieces and ran over it. Troubleshooting was performed for damage and noticed the reservoir was not locking in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.